Event description:
Baxter reported leakage for the silicone tubing on a transfer set. The product was in use for 45 days. No patient injury or medical intervention was reported.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event of leakage from the silicone tubing on a transfer set. The root cause was determined to be a pinhole. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.